Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument cannot be used normally. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have one blade broken at the base. A piece approximately 0.086" x 0.689" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.